Manufacturer narrative:
(B)(4). Corrected section unique identifier (UDI) # d-4 : (B)(4). The lot # 3000347059 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID #(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal did not open when it was released from the delivery device into the blood vessel. A new device was used to complete the procedure. There was no delay. There was no patient harm.